Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Product ID: 8637-20, serial#: (B)(4), implanted: (B)(6) 2019, product type: pump. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-nov-2014, UDI#: (B)(4); product ID: 8637-20, serial/lot #: (B)(4), ubd: 14-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-13, information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500 mcg/ml, 131.02 mcg/day) via an implantable pump for intractable spasticity and other spasticity. It was reported the patient had their pump and catheter replaced on (B)(6) 2019 due to early replacement indicator (eri). On (B)(6) 2019 (last night), the patient went to the intensive care unit (ICU) with low temperature and slow vitals. The hcp believed the patient was getting too much baclofen. Tech support (ts) reviewed if there were any issues in the past and the hcp reported that on (B)(6) 2019, they were not able to aspirate easily and a hcp felt there was an issue with the catheter that was affecting the therapy. It was noted that the patient's dose was dropped to 117 mcg/day at the replacement. No troubleshooting could be performed due to lack of access to the product. The caller abruptly ended call and did not provide any further information. On 2019-nov-27, additional information was received from the managing healthcare professional (hcp). The hcp reported they were unsure of the cause of the aspiration issue encountered on (B)(6) 2019. The cause of the patient's symptoms of low temperature, slow vitals, and suspicion of too much baclofen was requested. The hcp stated, "either she was not getting her itb prior to pump and catheter replacement and was after replacement, or was having adrenal issues". The actions taken to resolve the symptoms was the patient's itb dose was reduced. The patient was stable and at home.